Event description:
A pt reported experiencing hypoglycemia while using a fasttake meter. On the event date, pt's blood glucose was 128mg/dl at 08:30am. Pt took 2u of protophan and 1u of actrapid based on ft meter reading. At 11:00am, pt's blood glucose was 170mg/dl of ft meter. At about 12:00pm, pt felt unwell and experienced sweating and chest pressure. Pt's blood glucose was 51mg/dl on ft at the time of event. Pt took eight units of dextrose and one glass of apple juice. Pt later became unconscious and fell grazing hands, knees and face. Pt got a swollen blue eye from the fall. Pt was taken to the hosp, where pt was given unknown treatment for hypoglycemia. No further info has been provided.